Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion set had a line blocked alarm. After trouble shooting the patient with diabetes (pwd) was then walked through changing the cleo infusion set, but another line blocked alarm occurred. After changing the cleo again, the pwd was able to resume insulin delivery. There was patient involvement, and no harm reported.

Manufacturer narrative:
D9 - date returned to MFR: 4/6/2026. H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected and found that they only received the applicator with the base and adhesive pad not fully deployed. The applicator was received in activated status. Additionally received a loose second base and adhesive pad. The complaint of line blocked alarm could not be replicated or confirmed. During investigation it was observed that the adhesive base did not separate from the applicator even though the applicator was in an activated state. The probable cause of the failure to adhere is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.